Manufacturer narrative:
The actual sample was received and the evaluation is complete. Visual inspection on the returned sample observed no defects and all components of the device were correctly placed per specifications. Pressure and clear passage testing was performed and the test results were satisfactory. Functional flow rate testing was performed and the device passed. The set functioned within specifications. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not prime. There was no patient involvement. No additional information is available.